Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that there were no issues with the device, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a storage space failure occurred, and the station displayed a failed storage space message. The customer attempted to recover the failed drawer, but the system continued to indicate that maintenance was required. The customer rebooted the device and attempted additional steps; however, the issue persisted. The station was shut down by unplugging the power cord from the back of the station and waiting for 2 to 5 minutes. The power plug was then reconnected, and the station was powered on, but when the customer attempted to recover the drawer again, it remained in a failed state. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.